Event description:
Pt presented to acc earlier this am reporting that home infusion pump "not working". Upon inspection, opp full, taute and all 3 clamps on line unclamped, and flow restrictor area of tubing taped securely to soft tissue of chest. Line flushed well with ns with good blood return present. Dr (B)(6) informed. Per pharmacy, diameter of opp same as "full" model pump. New 5 fu home infusion pump dispensed from pharmacy and started to port. Explanation to pt; verbalized understanding. Instructed pt to monitor pump for 'deflation' overnight and that if in am appears to not be emptying, to return to acc.